Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was currently 400 mg/dl at the time of the call and at the time of the incident when she noticed the leak it was 160 mg/dl. The customer's weight at the time of the call was not given. The customer declined to troubleshoot for high blood glucose level. The customer stated the location of the leak was the site portion. The customer was able to change the infusion set. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.